Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient's mother reports up, down and ok keypad buttons are intermittently responding to presses starting two weeks ago. Patient does not clean pump. Patient wears pump attached to belt.